Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Other text: not returned.

Event description:
The report states: the patient was revised to address dislocation.